Event description:
It was reported this balloon ruptured during an unknown angioplasty procedure. Following withdrawal of the balloon catheter through the introducer sheath, it was noted the balloon material had detached and remained in the pt. Successful percutaneous retrieval of the balloon material with forceps followed. Another balloon catheter was used to successfully complete the procedure. The pt's condition is good. This device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. User technique and/or pt condition may have contributed to this event. However, co is unable to determine the exact cause for this event.